Event description:
Procedure: nephrectomy. Pt sex: unk. According to the reporter, the instruments could not be approximated onto the tissue and fired. The surgical procedure was delayed 30 minutes as the team tried to find a functional instrument. They changed the dlu's and tested them. In final, they changed the handle and used other dlu's. There was no pt injury.